Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while drawing blood from a central venous line in the picu, the nurse noticed the med line had cracked and leaked around the "part that connects into the blue cap" with blood back up in the tubing. All the lines and connections were changed, and upon inspection, the med line was noted to be cracked and leaking at the connection to the trifuse central line.